Event description:
As reported, the client used the 6f exoseal vascular closure device (vcd) after the operation. After the indicator window changed color, the plug deployment button could not be pressed down, and then it could only be withdrawn, and manual pressure was used for hemostasis. No excess force was needed to fully depress the button. The button could not be depressed at all. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The device was prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. There was no resistance, or friction was experienced as the exoseal vcd was advanced through the sheath, and no excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, and it locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd was securely locked with the vascular sheath introducer. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the client used the 6f exoseal vascular closure device (vcd) after the operation. After the indicator window changed color, the plug deployment button could not be pressed down, and then it could only be withdrawn, and manual pressure was used for hemostasis. No excess force was needed to fully depress the button. The button could not be depressed at all. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The device was prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. There was no resistance, or friction was experienced as the exoseal vcd was advanced through the sheath, and no excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, and it locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd was securely locked with the vascular sheath introducer. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the client used the 6f exoseal vascular closure device (vcd) after the operation. After the indicator window changed color, the plug deployment button could not be pressed down, and then it could only be withdrawn, and manual pressure was used for hemostasis. No excess force was needed to fully depress the button. The button could not be depressed at all. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The device was prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. There was no resistance, or friction was experienced as the exoseal vcd was advanced through the sheath, and no excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, and it locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd was securely locked with the vascular sheath introducer. One non-sterile exoseal vascular closure device, 6f in size, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A cordis catheter sheath introducer (csi) was returned, inserted on the received unit. Finally, the indicator window was found in the black/white position. No additional anomalies were observed during this visual analysis. A deployment simulation evaluation was performed. During this analysis, the deployment lever was fully depressed, resulting in successful indicator wire retraction and expected plug deployment. Additionally, the indicator window reached the black, white, and red position, as expected. A high magnification evaluation was executed to assess the device internal mechanism. During this analysis, no abnormal conditions were observed in relation to the deployment mechanism. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device. The functional analysis was performed successfully with successful plug deployment. The internal mechanism was inspected and no anomalies were observed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the client used the 6f exoseal vascular closure device (vcd) after the operation. After the indicator window changed color, the plug deployment button could not be pressed down, and then it could only be withdrawn, and manual pressure was used for hemostasis. No excess force was needed to fully depress the button. The button could not be depressed at all. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The device was prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. There was no resistance, or friction was experienced as the exoseal vcd was advanced through the sheath, and no excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, and it locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd was securely locked with the vascular sheath introducer. The device will be returned for evaluation.